Event description:
A surgeon reported that a scratch was noted on the surface of an intraocular lens after implantation. Six months after surgery the pt could see a red line in visual field. After examination the surgeon noted that the scratch still remained and matched the pt's expression of a red line. The surgeon does not plan to explant the lens. Add'l info has been requested.

Event description:
The intraocular lens remains implanted. The pt has expressed that the "red line" in their visual field does not affect their daily activities.